Event description:
Access port for chemotherapy placed in left subclavian 6/19/95. Received nalvedine via port bimonthly. In 9/95, after chest x-ray showed no change in postion of catheter tip, & after good blood return, pt complained of pain around the time of nalvedine administration, demonstrated breast erythema & extravasation. Protocol activated. Surgical & plastic specialties consulted & catheter removed 9/19/95. Device was leaking.